Event description:
A malfunction alarm identified as "malf 12" occurred, but there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, ensuring that the malfunction did not recur afterward. The customer was advised to contact technical support again if the issue reappeared and was instructed to use the current pump for continued insulin delivery. Additionally, technical support guided the customer on how to put the pump into storage mode, and arrangements were made for the return of the problematic pump within 10 days using a pre-paid label.

Event description:
A malfunction alarm identified as "malf 12" occurred, but there was no adverse impact on the customer's blood glucose level. A reset was performed resolving the issue.